Event description:
Previously reported mi which occurred on day of index procedure occurred in an unknown vessel. The patient was treated with thrombolytic therapy. Investigator assessed the event to be not related to the study device

Event description:
Approximately 7 months post index procedure the patient underwent CABG surgery to the left main and 1st and 2nd obtuse marginal. Investigator indicated that the reported event was probably related to the study device.

Event description:
Pt underwent cardiac catheterization, which revealed three-vessel coronary disease and was referred for CABG. Pt was very apprehensive about undergoing bypass and requested a second opinion. The proximal lad had stenosis of 40%. The mid lad had a small aneurysm with 65% stenosis. The physician offered a 50% chance of being able to successfully recanalize the lad, which the most technically difficult intervention. If stenting to the lad was successful, pt was to return to undergo revascularization of the circumflex and rca. Initial attempts to advance the stent were not possible therefore, the disease segment was pre-dilated with a 2.5mm balloon to high pressure. It was still not possible to advance the stent due to quite significant calcium in the vessel that was not initially angiographically apparent and therefore, a rotablade was utilized. The proximal to mid lad was rotablated with a 1.5mm bur five times at 170000rpm. Three endeavor sprint rx drug-eluting stents were implanted, overlapping (MFR report# 2953200-2009-017076, MFR report# 2953200-2009-01707). The entire stented segment was then post-dilated with a 3mm quantum balloon to high pressure. There appeared to be some residual disease at the proximal stent edge and therefore, an additional endeavor sprint rx drug-eluting stent was implanted (MFR report# 2953200-2009-01709). The angiographic result within that stented segment was very good. An endeavor sprint rx drug-eluting stent was also implanted at the ostium. (MFR report # 2953200-2009-01710) an mi is reported to have occurred on the same day as index procedure. The pt cardiac enzymes did increase after the procedure and the pt also had some chest discomfort after the intervention. This resolved with analgesic. Pt was discharged 2 days later, feeling much better.

Manufacturer narrative:
Myocardial infarction. Analgesic.